Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter was used. The patient developed atrial fibrillation with rapid ventricular response (rvr), which resulted in an extended hospital stay. The device is not expected to be return for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D4: unique identifier (UDI) - updated. Investigation summary: based on the available information, although no product has been returned, we have determined that the atrial fibrillation is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return, therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that atrial fibrillation is addressed as a potential procedural complication when using farawave. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of atrial fibrillation is a known inherent risk of farawave. As stated by the instructions for use, there were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
During a pulse field ablation (pfa) procedure, a farawave catheter was used. The patient developed atrial fibrillation with rapid ventricular response (rvr), which resulted in an extended hospital stay. The device is not expected to be return for analysis.